Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during service visit. During troubleshooting, the control printed circuit board (pcb) was determined to be defective. Control pcb contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to control pcb. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).